Event description:
It was reported that a clearlink system non-dehp soln set leaked from the middle of the tubing. The issue was further described as "missing part of the tubing" and there was "a slice into the tubing". This was noticed while spiking a total parenteral nutrition (tpn) bag during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the actual device was received for evaluation. Visual inspection of the actual sample observed a cut in the tubing. The reported condition was verified. The cause of the cut tubing was generated by the blades of the machine during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.